Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; (B)(4). Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, at this time. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available, or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm pericardial aortic valve was explanted from the aortic position after an implant duration of 14 years and 10 months due to leaflet tears. No additional details were provided.

Event description:
Edwards received additional information through follow up with the healthcare provider. A 23 mm pericardial aortic valve was explanted after an implant duration of 14 years and 10 months due to leaflet tears. A new 25mm pericardial aortic valve was successfully implanted in replacement. The patient was reported to be doing well and discharged home.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Manufacturer narrative:
X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Leaflet 1 had a 3mm tear near commissure 1. Leaflet 2 had two tears that measured 7mm near commissure 2, and 10mm near commissure 3. Leaflet 3 had an 8mm tear near commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflets were observed to be thickened and swollen at the free margin and near the commissures. The valve appeared in the same condition as in the image provided by the customer. Additional manufacturer narrative: customer report of leaflet tears was confirmed. Calcification was evident near all the tears. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.